Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving high voltage shocks from their device. Upon review of the stored electrograms, it was noted that the therapy was appropriate, but had been delayed. Programming changes were made. Patient condition was stable.